Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. After battery installation, the unit powered up with constant blank white display. Pump was cut open to perform visual inspection and found moisture damage on the pcba1/pcba 2 /40 pin flexible, vibrator, motor during visual inspection. Unable to perform the displacement, sleep current measurement, active current measurement, and self-tests due to constant blank white display. The unit p-cap / test reservoir locks in place properly and no anomaly noted. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail, label damage. In conclusion, unit received constant blank display due to moisture damage electronic assembly and cracked case corner of belt clip rail confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed and indicated pump replacement. No harm requiring medical intervention was reported. Mmt-1812 was returned for analysis.